Manufacturer narrative:
No further information regarding the patient was provided. No harm to the patient was reported. Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as bubbles in the ise tubing due to kinked tubing which caused an overflow of the ise sample pot. The fse replaced the adjusted the tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. The customer reported a change in treatment for one patient. The patient was not admitted to the hospital due to this event but was administered ringer's solution. The customer did not provide patient demographics. The customer provided data for the one patient sample.